Event description:
Additional info was received from the user facility. The lesion was pre-dilated with a 2.75mm maverick balloon prior to the stent being inserted. The stent dislodged from the delivery balloon before reaching the target lesion. The stent dislodged in the proximal right coronary artery. The target lesion was subsequently treated with balloon angioplasty. The pt was discharged home with no clinical sequelae. The lesion was not pre-dilated 1:1 prior to the insertion of the device, which may have contributed to the stent not crossing the lesion.

Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted into a right coroanry artery that had an anomalous takeoff. User facility medwatch report states that the stent was inserted after pre-dilation with an angioplasty balloon. Upon insertion of the stent into the artery there was a lot of resistance. During removal of the device the stent reportedly dislodged from the stent delivery balloon at the distal tip of the guide catheter. The stent was retrieved and removed from the pt. There is not further info regarding this event despite repeated attempts to obtain from the user facility.